Event description:
It was reported that a patient has high impedance seen on her generator. The device was turned off. Patient is also feeling minimal stimulation on magnet swipes starting a few weeks ago. She has had no injuries. The patient is looking in to surgical evaluation for her condition. No surgical intervention has been reported to date. No additional relevant information has been received to date.